Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was chipped on both front corners. Functional testing found that the device was alarming with a blank screen at power up. The investigation determined that an incomplete upload from base to head by the customer was the cause of the reported issue. The software was correctly uploaded and the device was calibrated. Functional testing was then performed with the device passing all tests. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device has a black screen failure. No patient injury/involvement reported.